Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported that customer wants to have four of their connecting tubes replaced due to connectivity issue. The reported event occurred during reprocessing. There was no patient involvement. This report is being submitted for the issue with device #4, with patient identifier (B)(6). The issue with device #1 is being reported on the medwatch with patient identifier (B)(6). The issue with device #2 is being reported on the medwatch with patient identifier (B)(6). The issue with device #3 is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to external stress - the cause of the stress was considered as hitting a hard object to the item and/or applied force toward the wrong direction by the user. Olympus will continue to monitor field performance for this device.

Event description:
Regarding the connection problem, it was further reported that the metal pieces were breaking or not fitting securely. This in turn caused the machine to generate error codes.